Manufacturer narrative:
Supplemental MDR no. Was submitted to recall MDR no. 2016493-2024-01084 as the parts returned to the manufacturer and there was no thermal damage found during the part analysis.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a legacy cubie drawer located in position 4, resulting in the bearings detaching from the rails. A field service engineer replaced the rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis medstation system had multiple cubie drawers filed and unable to recover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Additional information regarding the device analysis results is available in h11. The report that the drawer was not detected on bus was noted to be confirmed by the field service engineer. The field service engineer evaluated the station: main drawer 3.2 multiple cubies not detected on bus, tested drawer in test application and it seemed to function normally with a slight delay on commands, inspected back of drawer and found a small bulge and black mark on retractor band cable; likely indicating damage to the cable as well as a mark caused by normal open/close cycle of the drawer, replaced retractor band, performed inventory. No visual inspection or investigation was able to be performed by the dchu investigation team as no part(s) or photo(s) were received. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis medstation system had multiple cubie drawers filed and unable to recover. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system had multiple cubie drawers filed and unable to recover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a small burn mark on the retractor band. The field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.